Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a force sensor error. Patient involvement is unknown.

Manufacturer narrative:
One device was received. Per visual inspection, cracked on lower right corner of top case. Force sensor test error found in event history log (ehl). Per functional testing, force sensor test was found at power up and the reading of force sensor was out of the required specification. The complaint was confirmed. The root cause was the force sensor being out of calibration. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced top case. Re-calibrated force sensor. The device passed all functional and delivery tests.

Event description:
Additional information received via email. No patient involvement. No additional information.